Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a manufacturer representative regarding an implantable neurostimulator (ins) that was implanted on (B)(6) 2017. The patient was implanted with a non-rechargeable device when she expected a rechargeable device. Factors that contributed to the issue included miscommunication or misunderstanding of the sales representative and the doctor regarding the device that was previously implanted and needed to be replaced. Prior to the operation, a phone call was made between the sales representative and the doctor. The sales representative understood the doctor requested a non-rechargeable device. Once in the operating room, the technical consultant informed the doctor that the device implanted prior to the operation was a rechargeable device and asked the doctor to confirm that this was what was requested during the phone call. The doctor confirmed verbally and proceeded with the device replacement. The patient was visited by the sales representative on (B)(6) 2017 to review the programming and situation. On (B)(6) 2017, the physician was advised to compare the x-ray performed on (B)(6) 2017 to the one performed after the first implantation. Impedances were tested, and only contact 10 was over 10,000 ohms at 0.7 volts. Every contact was tested with a dipole(+/-) configuration at 210 us, 40 hz to assess the paresthesia coverage. The patient felt the stimulation alongside the ribs and in the abdominal region, most often lateralized on the left side of the body. All of the tests were performed in the presence and with the validation of the neurosurgeon. The ins replacement to a rechargeable device was the decision of the patient and physician. There was no confirmation if the ins will be replaced at the time of the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative (rep). It was reported that in the rep's personal opinion, the x-ray from (B)(6) 2017 revealed a twist of the lower part of the electrode; however, the rep noted that a professional medical opinion would be required. It was confirmed that impedance of contact 10 was greater than 10,000 ohms. Contact 10 was not used in programming. No further troubleshooting was done related to the high impedance on contact 10. There was no x-ray taken post-procedure in (B)(6) 2017. No actions/interventions were performed related to the stimulation issues or high impedance on contact 10. Refer to MFR report # 3004209178-2017-24146 for the report of the twisted lead with the ins that was implanted at the time of the x-ray.